Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found cracked keypad dome (middle button). No moisture damage on electronic assembly noted. The following were noted during visual inspection: scratched case, cracked belt clip rails and cracked keypad overlay. In summary, customer alleged for pump cosmetic damage confirmed. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (middle button). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.